Event description:
The customer reported that during disinfection and sterilization (cds) cleaning the brush would not pas through the scope¿s instrument channel. There was no patient involvement. The scope was returned to olympus medical systems (B)(4) for evaluation and found foreign material exiting the channel. This report is being submitted to address the foreign material observed during evaluation.

Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted to be exiting the scope channel. The reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device found the scope¿s angulation low and noted play on the control unit. A leak was observed at the scope¿s plug unit and a cut noted on the switch # 1. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be established. The foreign material was difficult to identify; however, it was presumed to not originate from endo therapy accessories. The probable causes were determined to be: the reprocessing method at the facility differing from the recommended instructions for use (IFU), and the facility staff being less trained on reprocessing and/or device handling according to the IFU. The IFU states the following on reprocessing of the device: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ the IFU states the following pertaining detection of the suggested event within section 3.8 - inspection of the endoscopic system: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿ olympus will continue to monitor field performance for this device.